Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during aneurysm embolization case, the subject coil was already placed and successfully detached inside the aneurysm and when the physician tried to remove a different coil outside of patient's anatomy, the subject coil migrated unexpectedly and came outside the patient's anatomy along with the other coil. The physician used new coils to complete the procedure successfully. There were no reported clinical consequences to the patient.

Event description:
It was reported that during aneurysm embolization case, the subject coil was already placed and successfully detached inside the aneurysm and when the physician tried to remove a different coil outside of patient's anatomy, the subject coil migrated unexpectedly and came outside the patient's anatomy along with the other coil. The physician used new coils to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4: expiration date ¿ added. D9/h3: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. C2/d10: concomitant product grid ¿ added . H3: device evaluated by mfg ¿updated. H3: summary attached ¿ updated. H4: manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil noted to be detached from the pusher wire. The main coil was also seen to be kinked/bent and stretched. Functional testing was not performed as the coil was already detached when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the analysis. As stated in the event description, the coil was successfully deployed but was pulled back when the partner coil was retracted. It is most likely the main coil stretched and kinked/bent when the partner coil was retracted. An assignable cause of caused by other was assigned to the as reported and as analyzed issues. This is 1st of 2 reports.